Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead helix was rotated out two times and then could not be retracted. The lead was not implanted. No patient complications have been reported as a result of this event.